Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation was unable to determine a conclusive cause for the air embolism. It is possible that procedural conditions contributed to the embolism; however, this cannot be confirmed. The reported additional therapy/non-surgical treatment was a result of case-specific circumstance. The reported patient effect of air embolism is listed in the mitraclip nt system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report during the procedure, there was presence of air in the left atrium and at the apex which required medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The steerable guide catheter was advanced to the left atrium and the presence of air was noted in the left atrium. The physician decided to continue with the procedure, one clip was implanted reducing mr to <1. Confirmation of air accumulation at the apex at the final confirmation by transesophageal echocardiography (tee). Air was stored on the anterior wall of the apex. A 5 fr pigtail catheter was advanced to the apex an arterial approach and was partially reduced by suction but the air did not completely disappear. The physician decided all procedures were completed and observation was made in anticipation of the natural disappearance of air. All steps were performed per the instruction for use (IFU). There are no other concerns during the procedure besides the air noted.